Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2014; inratio: 1.5; date: (B)(6) 2014; lab 3.4. Date: (B)(6) 2014; inratio: 1.5; lab 2.0. Therapeutic range: 2-3. Patient self tester said she had a bruise but was not concerned since she fell and hurt her wrist.

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complain to determine root cause cannot be completed. Root cause could not be determined from the information provided by the customer. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed. The non-conformance associated with this lot was not relevant to the initial complaint and does not affect product performance. No further investigation will be pursued at this time. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.